Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the "plastic housing¿ on the tip broke off. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a 0.048¿ x 0.241¿ piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. The instrument was also found to have a broken conductor wire at the yaw pulley exit which was likely caused by the broken yaw pulley. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. The site¿s system logs with a procedure date of (B)(6) 2018 were reviewed. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted hysterectomy procedure, a fragment from the fenestrated bipolar forceps allegedly broke off, fell inside the patient, and was not retrieved. However, there is no indication that malfunction of the instrument occurred. Failure analysis of the instrument determined that the likely cause of the instrument damage was due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the ¿plastic housing¿ on the tip of the fenestrated bipolar forceps instrument allegedly broke off and fell inside the patient. On 13-apr-2018, intuitive surgical inc. (Isi) contacted the site¿s robotics coordinator and obtained the following information regarding the reported event: according to the robotics coordinator, the surgeon was utilizing the fenestrated bipolar forceps instrument to grasp unspecified tissue. After about 30 minutes of use, the surgical staff noticed that the pulley cable of the instrument broke. In addition, a tiny piece of ultem from the instrument was observed to be missing. The robotics coordinator described the missing instrument fragment as being smaller than a surgical clip. The surgeon attempted unsuccessfully to locate the broken instrument fragment for approximately 45-50 minutes. A replaced fenestrated bipolar forceps instrument was used to complete the surgical procedure. No post-operative complications have been reported. The robotics coordinator stated that the surgeon was not too concerned about the patient retaining the broken instrument fragment due to the tiny size. The robotics coordinator indicated that the fenestrated bipolar forceps instrument was inspected prior to use and no issues were identified at the time. The fenestrated bipolar forceps instrument did not collide with any other instruments during the surgical procedure. Also, no lateral pressure was placed on the instrument during the procedure.